Event description:
The pump was returned to animas. Product analysis evaluated the pump and revealed that the display screen was faded and discolored. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was powered on and the display screen was observed to be faded and discolored. A test display was inserted and the display returned to normal.